Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out, the physician could not remove the setscrew, wrench would not engage. The device was explanted and replaced successfully. The patient was doing well and would be monitored with routine follow up.